Event description:
When placing IV rn went to pull back the needle and advance the catheter, the needle pulled back but would not disconnect from the system. The rn had to pull the IV out and a new one needed to be placed.